Event description:
Customer reported an issue with the panorama central station display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replaced power board and touchscreen. The unit was calibrated and test unit online with panorama station.